Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported that "helium loss" was displayed by the machine. As a result, the pcs was replaced, and the machine was returned to service.

Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm is confirmed. Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pcs assembly was performed, and dried blood/condensation was noted inside the manifold and pneumatic valves which potentially created a blockage inside the pneumatic system. All valves were individually tested by powering them on and off using an external power supply, and the drain valve was found to very sticky (delayed response). A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. However, the received product did not meet specifications during the complaint investigation due to the dried blood buildup inside the pcs assembly. The root cause of how the condensation buildup or blood entered the pcs assembly is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that "helium loss" was displayed by the machine. As a result, the pcs was replaced, and the machine was returned to service.